Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of precedex with a spectrum iq pump, it was noted ¿to not be infusing after being due for bag change¿. According to the reporter, a chest tube was placed during the shift and the patient was "tachycardic tachypnoeic". A chest x-ray, blood cultures and labs were sent "without resolution of symptoms". The intravenous (IV) tubing and pump were changed. It was further reported no alarms were generated "all day". No additional information is available.

Manufacturer narrative:
Additional information b5: follow up information regarding the event was received indicating it is unknown if the patient recovered. It is also unknown if any clamps were left engaged or partially closed, if the tubing was kinked, if the device alarmed for any occlusion alarms, or if the set was vented or non-vented. It was stated that the tubing was loaded into the pump channel per guidelines. The facility clinical engineering staff tested the device and it passed all verification tests. Additional information h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion, downstream occlusion and air in line detection and passed all testing. The device was also tested for flow accuracy and found to deliver within acceptable range. A review of the event history log for the reported event date shows an infusion that continued running from the previous day at a rate of 18.2 ml/hr. The volume to be infused (vtbi) is updated multiple times and the user briefly stops the pump on two occasions for a duration of one minute each. An "upstream occlusion" alarm occurred at 16:05, which was around the time the customer reported that the clinician noted the pump was not infusing. The conditions of the intravenous(IV) line, IV fluid and pump set up cannot be determined through the history log. Based on the results of the sample analysis, the reported problem was not due to device malfunction of the spectrum infusion pump; however, it cannot be definitively confirmed that use error caused or contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion, to mitigate under-infusions, for spectrum pumps. Medical assessment concludes no device malfunction was identified during sample analysis and therefore use of the spectrum pump unlikely caused or contributed to the serious event of insufficient sedation therapy to the critically-ill patient with subsequent tachycardia and tachypnoea. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.